Event description:
A malfunction alarm, specifically malfunction 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level. The details indicate that no notable events preceded the malfunction, and the customer utilized backup therapy following the incident.